Event description:
Nurse could not handle safety mechanism completely because the lock of stopper was too hard to handle. So she strongly handled the safety mechanism to store the needle in the protector and stuck her left finger with the needle. The nurse was examined for blood.